Event description:
A doctor alleged that the maxcem elite clear product had set up too quickly while cementing a crown for tooth #3 leaving open margins.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. The doctor had to adjust the bite of the crown for patients comfort. Approximately a week later, the patient complained of sensitivity; however, the patient decided not to return for any re-work. The product has not been returned. The lot number 4690551alleged in this report has been identified as an affected lot that is part of an ongoing maxcem elite recall. A DHR review revealed that the product was released within specifications. In addition, no similar complaints were received with this lot.